Event description:
It was reported, the subject device had a snowy image. And no image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d9, h3, h4, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on the electrical connector unit, snowy image occurs. The most probable cause is due to cause not established. Olympus will continue to monitor field performance for this device.